Manufacturer narrative:
Invacare was made aware of an event that occurred in sweden involving an ocean vip mobile shower chair. Invacare is filing this medwatch in an abundance of caution due to the ocean vip shower chair is sold in the u.s. The subject device was manufactured by invacare germany, aquatec operations. The shower chair has been disposed of and no photos are available. The reported advised the anti-tippers and optional pelvic and chest belts were not installed on the shower chair. A malfunction of the device was not alleged, and the event may be the result of the use error. It was also noted it could not be determined if the cerebral hemorrhage was due to the patient¿s medical history or the result of the fall.

Event description:
It was reported a fall occurred from an ocean vip shower chair in the bedroom when the sling was being removed by an assistant. The shower chair tipped forward, and the patient fell towards the closet door and hit his head. After the incident, the patient did not want to go to the hospital according to the assistant. The patient has regular contact with the health care provider as he receives dialysis three times a week. After 5 days, the patient's condition deteriorated, and level of consciousness decreased. When the prescriber followed up on the incident the following week, it was discovered that the patient was hospitalized with a cerebral hemorrhage and treatment had been terminated. The patient died on (B)(6) 2024.